Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt of the filter. The patient reported becoming aware of perforation of filter struts outside the ivc, perforation of filter struts into organs and filter tilt, approximately six years and one month post implant. The patient also reported pain and worry about the filter. According to the medical record provided the patient had a history of deep vein thrombosis and was not a candidate for long term anticoagulation. The filter was placed via the right common femoral vein and deployed right at the level of the inflow of the renal veins. There were no complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Due to the nature of the complaint the reported pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records state that the patient has a history of deep vein thrombosis. The filter was deployed via the patient's right common femoral vein using ultrasound. It was placed right at the level of the inflow of the renal veins. There were no complications.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the ivc, perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately six years and one month after the index procedure. The patient also experienced pain and worry about the filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. This is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.